Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day after this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, a revision was performed as the patient developed a hematoma. The issue was resolved. Several weeks later, this s-ICD displayed a warning message indicating that it had detected a high out of range shock impedance measurement. An automatic set up was performed and the impedance measurement was back in range. Boston scientific technical services (ts) was contacted and discussed that there could be a possible connection issue or loosened setscrew. A memory download was performed and sent for further analysis. Data analysis determined that, although a connection or setscrew issue cannot be ruled out, it appeared that the high impedance measurement was due to an s-ICD malfunction and device replacement was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. An electrode was fully inserted into the device header without difficulty. The setscrew moved freely and was verified to hold the electrode when tightened down. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested which confirmed therapy was available. Testing revealed an open condition with impedance measurements above 400 ohms observed. The connection and test setup were verified and the test was run again with the same result. Microscopic visual inspection was completed with no anomalies noted. Detailed analysis was performed which indicated a potential anomaly with the spring/connector block. Detailed visual inspection was performed on the connector block with no anomalies noted. The cause of the high impedance measurement was determined to be related to the spring/connector block, however extensive testing was unable to determine the root cause of the spring/connector block anomaly.